Event description:
Patient reported soreness and the implant is "tight." Healthcare professional additionally reported bilateral exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade iii and later added "extremely swollen and red". Patient later reported "fluid build up around breasts", "have not felt well, have had complications since getting these put in", "right breast rose up" and "infection". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-07131. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "fluid build up around breasts"; infection clarification to b3: date reported as "early 2020" further investigation summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30024110 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.